Event description:
It was reported that a new device, delivered to the customer a few weeks earlier, had no audio output. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction information: (B)(4). The initial medwatch report indicates: (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56 supplemental information: physio-control evaluated the device and verified the reported failure. Physio-control observed that after switching on the device several times to download information, the device could no longer power on to charge and shock energy. Physio-control also observed that the digital pcb assembly caused the device failure to power on. Physio-control further evaluated the digital pcb assembly and determined that some ionic residue found on a resistor, designator r35, located on the digital pcb assembly caused the device not to power on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.